Event description:
It was reported that the patient experienced dizziness and received an inappropriate shock due to oversensing/noise on the right ventricular (rv) lead. Provocation tests were negative. During a revision procedure it was found that the device set screw was not tightened correctly. The screw was tightened and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and there was an unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2014, there are sensing integrity counts up to 205; and there are episodes with evidence of lead noise oversensing and inappropriate shock. An rv lead integrity warning occurred (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.